Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level dropped to 51 mg/dl. The customer ate some cherry pie and had soda. His blood glucose level went up to 94 mg/dl. The high pressure test passed. The device was not returned.